Manufacturer narrative:
Concomitant medical products: 506852 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a "few" fracture leads over the twenty years that they have had implantable pulse generators (ipg). All leads were explanted and replaced. No patient complications have been reported as a result of this event.